Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical use of the system is unknown when the issue occurred. The customer reported that it took 3 times to boot the system up. The philips field service engineer (fse) inspected the system onsite and was unable to reproduce the reported problem. The same issue was not reported again. The fse confirmed that the system was in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.

Event description:
It has been reported to philips that the system would not power on. No harm has been reported to philips. Philips has started an investigation of this complaint.